Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Customer regained connection while on call with tandem technical support. There was no reported impact to the customer's blood glucose level.